Manufacturer narrative:
Cuff: catalog #: 72401962, manufacture date: 6/6/2011, serial #: (B)(4), expiration date: 8/2017. Balloon: catalog #: 72402106, manufacture date: 2/25/2015, serial #: (B)(4), expiration date: 2/2020. Pump: catalog #: 72402287, manufacture date: 1/14/2015, serial #: (B)(4), expiration date: 1/2016.

Event description:
It was reported the patient had his action bowel sphincter removed in (B)(6) 2015 due to infection. No additional patient complications were reported in relation to this event